Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt-d) heard beeping tones. Low out of range pacing impedance measurement was noted on the competitor¿s right atrial (ra) lead due to an insulation damage as confirmed on x-ray. Noise with oversensing were also observed on the device and right ventricular (rv) lead with pacing inhibition. The field representative could no longer remember if there had been asystole of more than 2 seconds reported. Subsequently, a new rv lead and competitor¿s right atrial (ra) lead was implanted. The crt-d remains in service. The rv lead was no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.